Event description:
Boston scientific received information that during a follow up visit, interrogation of this right ventricular lead and device revealed one episode of noise and oversensing resulting in pacing inhibition greater than two seconds asystole. The patient's intrinsic escape rhythm was noted at thirty beats per minute. Attempts to recreate the noise were unsuccessful. As this appeared an isolated event, no programming changes were made. An internal technical service consultant was contacted regarding this issue. Further monitoring was recommended. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.